Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the cap does not fit as snugly on the flex trachs with the inner cannula insitu. The cap comes off easily and healthcare staff are finding that patients cough them off or even talk with off. The trach remained in place and no decannulation occurred. There was no patient injury.